Event description:
Reporter stated pt was experiencing elevated blood glucose as high as 446 mg/dl, for the past two weeks. Reporter stated pt was getting air in the tubing. Reporter gave pt an injection of insulin to bring down blood glucose. Reporter stated air bubbles were primed out and no error messages were displayed. The reporter received a call from the pt's school about pt having elevated blood glucose, because there was aire in their tubing. Reporter stated all infusion sets from that lot were used and nothing will be returned.